Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse confirmed the leak. Fse replaced the cap piercer assembly to resolve the issue. Beckman coulter internal identifier is (B)(6).

Event description:
A customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 880i synchron system leaked fluid from the cap piercer. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated. The issue was referred to a bec field service engineer (fse).